Manufacturer narrative:
Clinical investigation: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler with liberty cycler set and the patient event of sepsis secondary to peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and the use of the liberty select cycler and cycler set. Additionally, there is no allegation or evidence of a device malfunction or deficiency, or cycler set defect reported for this event. Although no information was provided related to culture results or the determined cause of the reported peritonitis, all pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. The diagnosis of sepsis most likely stemmed from the patient not being treated for the peritonitis in a timely manner based on the negative culture results initially received at the pd clinic. Based on the limited information and no allegation of a malfunction, deficiency, or defect the liberty select cycler and cycler set can be excluded as the cause of the patient¿s reported peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was diagnosed with peritonitis. The patient was initially seen in the pd clinic (date unknown) and had pd cultures obtained. No symptoms were provided as to why the cultures were taken. The cultures resulted in negative growth. The patient went to the hospital on (B)(6) 2024 due to worsening symptoms (unspecified). The patient was admitted to the hospital and diagnosed with sepsis secondary to peritonitis. The patient was initiated on antibiotic therapy (route, drug, dose, frequency, and duration unknown). The hospital culture results could not be found in the patient¿s records. The patient was discharged on (B)(6) 2024. The cause of the peritonitis was not confirmed. No additional information was provided.

Manufacturer narrative:
Additional information: d9, g4, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler and showed signs of physical damage on the upper catch post. Although there was no evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. A (as received with reduced dwell) simulated treatment was performed and completed. The cycler underwent and passed a system air leak test and a valve actuation test. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient was diagnosed with peritonitis. The patient was initially seen in the pd clinic (date unknown) and had pd cultures obtained. No symptoms were provided as to why the cultures were taken. The cultures resulted in negative growth. The patient went to the hospital on (B)(6) 2024 due to worsening symptoms (unspecified). The patient was admitted to the hospital and diagnosed with sepsis secondary to peritonitis. The patient was initiated on antibiotic therapy (route, drug, dose, frequency, and duration unknown). The hospital culture results could not be found in the patient¿s records. The patient was discharged on (B)(6) 2024. The cause of the peritonitis was not confirmed. No additional information was provided.